Event description:
Reporter alleged the customer obtained a result of 304 mg/dl on the advantage system compared back to back with a result of 46 mg/dl on the professional (paramedic) system when testing was performed within 10 minutes. Reporter stated the customer had taken glyburide an hour before the paramedics were called. The customer felt sick and sweaty and was given pepsi and toast with jelly. Reporter states that the customer would have been able to self-treat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer had the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.